Event description:
It was reported that the customer had been experiencing blood glucose levels over 500 mg/dl. Customer had changed out his site and had given a bolus. Customer disconnected from the pump and does not think it is delivering. The customer's blood glucose level was 63 mg/dl. Customer treated by eating food. Customer ran manual prime and the insulin comes out very slow or not at all. The pump has been primed to 20 units. Customer did not find a leak in the pump. Pump settings and alarm history are correct and appear normal. While priming the tube, customer was not seeing insulin coming out of the tubing. There are about 20 units showing primed on the screen. Customer stated that the pump makes weird noises. Customer has been trying to get a new pump, but it was denied by his insurance. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.